Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during testing, the pump powered on appropriately and successfully exercised for 24 hours without issues. The pump total daily dose history was reviewed and was confirmed to be consistent with the bolus and basal histories for the date range of the event. A normal bolus and an audio bolus were performed and recorded successfully in the pump history. A delivery accuracy test was performed and confirmed that the pump was delivering appropriately during testing.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the patient was hospitalized for a blood glucose of 28 mmol/l. The reporter indicated taking the patient to the hospital per the patient's health care provider's advice where the patient was treated in the emergency room and remained hospitalized. During troubleshooting of the pump, the reporter indicated that the pump bolus history was not adding up appropriately in the pump total daily dose history. This report is made based on the allegation that the patient was hospitalized for hyperglycemia associated with a discrepancy in the pump delivery histories.